Event description:
The pt tested her blood glucose on her one touch basic meter at 6:45/a on 6/19 and obtained a result of 45 mg/dl. Although pt felt low, she did not feel "that low". A repeat test a couple of minutes later was 45 mg/dl. Pt did not take her insulin, but consumed juice, graham crackers and candy and retested 20 minutes later. The result was 61 mg/dl. Because pt felt bad with numbness in her fingers and chest pain, she was transported via ambulance to the hospital. A meter (unk if emergency medical technician or ER) result of 415 of 445 mg/dl was obtained. The pt was admitted, treated with insulin and released the following day. Although the meter is cleaned with each test, it is cleaned with alcohol rather than the recommended water. Quality control tests designed to detect potentially inaccurate results are not performed. In addition, the test strips are stored outside the vial in the meter case. The meter was in calibration on 6/23, reading 76 within a range of 64-85.